Event description:
The user facility initially reported that a 90cm destination guiding sheath with a toughy bourst valve leaked during an arm case.

Manufacturer narrative:
The involved sample has not been made available for evaluation and the involved product code and lot number is not known. Therefore, the failure investigation was limited to the assessment of information provided by the user facility. Further information was obtained regarding the complaint: (1) it was indicated by the physician that the patient died from an rp bleed unrelated to our device; (2) it was also indicated that valve leakage did not occur during the case as originally reported; and (3) the patient's death was unrelated to the destination device. The production lot number and product code was not provided by the user facility, which prevented review of applicable production or complaint records. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).